Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was through extensive testing including bench handling, impedance testing and defb cycling without duplicating the report. The device was recertified and returned to the customer. The device activity log was reviewed and no faults or advisories were observed to suggest a device failure. We can also determine from the log on the event in question, that the charge button was activated multiple times with no footprint of a shock button press. The shock button was confirmed to be functioning during the device evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.